Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the sensing and threshold values were deemed to be unacceptable. The physician decided to recapture the device. However, when detached from the implant site, the device became entangled with the tissue in the right ventricle and the physician experienced extreme difficulty in recapturing the device. Once the catheter was removed from the patient's body, a large amount of thrombi as found in the device cup. The deployment button was damaged. An alternate system was implanted. No patient complications have been reported as a result of this event.